Manufacturer narrative:
Only the joystick and power module were returned for evaluation. The alleged condition could not be duplicated.

Event description:
Alleges driving outside full speed and the chair shut off. Alleges entire chair flipped over with her in the chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges driving outside full speed and the chair shut off. Alleges entire chair flipped over with her in the chair.